Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an attempted transcatheter aortic valve placement using the transcatheter aortic valve, the valve was loaded by certified staff and an x-ray was performed and reported as satisfactory. Pre-dilation was performed using a 20 mm non-medtronic balloon. The valve was attempted to be placed however the valve failed to expand. A second pre-dilation was performed using a 20 mm non-medtronic balloon, and a second placement attempt was made however the valve again failed to expand. The valve was removed from the patient and a non-medtronic valve was implanted. No patient complications were reported as a result of this event.